Event description:
It was reported that the lead was pulled back through the introducer during the implant procedure which resulted in a stretched coil. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism, the svc defib exposed conductor was damaged at 32cm, and the lead appeared damage at implant.